Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Update from 10/26/2015: reporter alleged the end user (B)(6) was in the bed in his room. Reporter alleged the end users wife and daughter heard a loud crash and end user was found on the floor with the bed rail underneath him. Reporter alleged that as a result of complications from the alleged fall, end user allegedly suffered a head injury and a punctured lung and expired a few hours later. Unwitnessed fall from bed. The caregiver states that the patient leaned on the bedrail and that it collapsed causing the patient to fall to the floor. Patient was not breathing when 911 arrived, patient was taken to the hospital and pronounced dead. Update from 10/23/2015: it was reported that the end user had nurses in and out of the house around the clock and there were no complaints of the bed rails not working properly. When the dealer arrived to pick up the bed, the rail was missing and the side piece of the head board was removed. They had to look around the house and found the bed rail hidden behind the couch. Invacare has requested for the bed to be returned for inspection and it was reported that they are not allowed to release it.

Manufacturer narrative:
Vitas healthcare filed initial medwatch; #(B)(4). Should additional information become available a supplemental record will be filed.

Event description:
Unwitnessed fall from bed. The caregiver states that the patient leaned on the bedrail and that it collapsed causing the patient to fall to the floor. Patient was not breathing when 911 arrived, patient was taken to the hospital and pronounced dead. Update from (B)(6) 2015: it was reported that the end user had nurses in and out of the house around the clock and there were no complaints of the bed rails not working properly. When the dealer arrived to pick up the bed, the rail was missing and the side piece of the head board was removed. They had to look around the house and found the bed rail hidden behind the couch. Invacare has requested for the bed to be returned for inspection and it was reported that they are not allowed to release it.